Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was unable to charge unless the customer held or maneuvered the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. The customer's blood glucose (bg) level was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure was identified regarding the charging issue. Additionally, a different issue was identified.